Event description:
Dexcom was made aware on 12/17/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023, which is off-label usage of the device. On 12/14/2023, it was reported that the patient developed a rash, redness, pimples, blisters, dry skin, drainage, infection, and a scar under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a health care provider who prescribed an oral antibiotic medication called chephalexin 500 mg tablets for the infection. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).